Event description:
The customer reported that the pump's battery was depleting too quickly, leading to the pump shutting down at night. Troubleshooting efforts failed to resolve the issue, and the customer received a replacement pump. Despite the malfunction, there was no reported adverse impact on the customer's blood glucose level.